Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were sitting on a soft couch yesterday and all of a sudden they got a pain right in the incision area like a sharp pain. Patient asked if they could have dislodged something. Patient also mentioned that at first they felt the tingling sensation in their labia area and then yesterday they were feeling it more in the back. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient scheduled to see their healthcare provider (hcp) on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.